Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for an unrelated procedure. Interrogation of their device showed their left ventricular (lv) lead was failing to capture. The patient was asymptomatic. The physician attempted to re-position the lv lead but was unable to due to the patient's anatomy. The lv lead was explanted and the port on the patient's device was plugged. The patient was stable throughout.